Event description:
A peritoneal dialysis pt called in stating during last night's treatment, cycler was alarming. Upon opening the door to remove supplies, it was discovered that the cassette had leaked out fluid. There is no report of pt ill effect. There is no sample available for eval.